Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The customer delivered too much insulin for a correction bolus. The customer did not provide how they addressed the low bg. The customer reported they passed out and woke up on the floor. They had bruises on their heels and elbows because of the fall. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.